Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 237 mg/dl, 51 mg/dl and 232 mg/dl on her blood glucose meter when compared to readings with different test strips of 46 mg/dl and 54 mg/dl within a ten minute time period. No decision to treat was reportedly made on the alleged faulty meter. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.